Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that pt is currently suffering from complex regional pain syndrome. Patient stated that they ended up with a spinal cord stimulator. It is currently causing malfunctioning and neurological damage to patient causing tremors in their brain and patient not to be able to see out of their eyes and is causing them to age and a lot more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.